Event description:
Information received by medtronic indicated that insulin pump had critical pump error alarm with open book image. Insulin pump was exposed to moisture and also insulin pump had crack in the case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the (B)(4) insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side which starts at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button, scratched case. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was partially successful. Unable to completely upload the detail trace file since thus times out. The long trace file confirms that a pump error 35 occurred 1/11/2022 7:48:00 pm. The case was cut open. After visual inspection, there is corrosion on/around the following: keypad flex cable terminal; pcba1--j7, j6, j1, da1, da2, components scattered throughout the back side of the board, j2, u2; pcba2--j1, lcd flex cable terminal; motor flex cable terminal, force sensor flex cable terminal, components located on the force sensor flex cable. The force sensor zero offset measured way out of spec = 435 mv. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) alarm and the pump error 35 are due to the moisture damage on the force sensor flex cable and on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.